Event description:
The or materials manager reported that during the procedure, the tip of the endoscopic vein harvesting bipolar device broke off inside of the patient.

Manufacturer narrative:
Patient information has been requested. A follow-up report will be filed when this information is available. All traceability and product information was discarded by the hospital. No lot number or expiration date is available. The 510(k) number for the bipolar device is k003587. This device is a component in the clearglide evh small ktv17 kit. All traceability and product information was discarded by the hospital. No manufacture date is available. The or materials manager reported that during the procedure, the tip of the endoscopic vein harvesting bipolar device broke off inside of the patient. Unfortunately, the product was discarded by the hospital. With no traceability, manufacturing records cannot be reviewed. Without the physical device, the cause of the reported problem cannot be determined. The bipolar instructions for use state "do not advance or torque the instrument with the jaws open or use the jaws for spread dissection. These actions will damage the instrument".